Manufacturer narrative:
Device evaluated by MFR.: upon receipt at boston scientific's post market laboratory, no outer abnormalities were observed. A test guidewire was inserted through the catheter successfully with no unusual resistance felt. Subsequently, the catheter was successfully deployed to the basket and flower configurations. The reported stuck guidewire event was not confirmed via analysis. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During the procedure, the rosen wire was getting stuck in the lumen on the end of the device. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure to treat an atrial fibrillation, a farawave catheter was selected for use. During the procedure, the rosen wire was getting stuck in the lumen on the end of the device. The catheter was replaced, and the procedure was completed successfully. No patient complications were reported. The catheter has been received at boston scientific's post market laboratory where it is awaiting analysis.